Event description:
(B)(4) study. It was reported that during a coronary stenting treatment procedure, stent jailing occurred. In (B)(6) 2010, the physician implanted a 2.5x20 mm taxus liberte stent in the mid left anterior descending (lad) and a 2.5x16 mm taxus liberte stent in the 1st diagonal. In (B)(6) 2012, the patient presented with recurrent chest pain and was hospitalized. Myocardial perfusion stress test revealed distal anteroseptal and apical reversible ischemia. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 50% stenosis in the proximal lad was treated with the placement of a 3.0x24 mm promus element plus stent. Residual stenosis was 0%. The 1st diagonal was seen to be jailed due to the placement of the 3.0x24 mm promus element plus stent in the lad. This was treated with balloon angioplasty. Additionally, 70% proximal stenosis in the 1st right posterolateral was treated with predilation, followed by attempts to deploy 2.25x12 mm promus element plus stent. However, this was unsuccessful. Post dilation was performed. Residual stenosis was 0%. The study drug was discontinued and the event was considered recovering/resolving. The patient was discharged (B)(6) day(s) later on aspirin.

Event description:
It was further reported that the 2.25x12mm promus element plus stent was attempted to be deployed in the 3rd rpl, which was initially captured as 1st rpl.

Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).